Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, an increase in the capture threshold resulting in a loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed a dislodgement of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.